Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, blade's inner cylinder does not turn. It was damaged. The procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
H3: analysis found visually, there were traces of contamination found on the outer tube and at the proximal end of the device/tip. There was no damage noted to the outer tube or the hubs (outer and inner). However, there was a large gap noted between hubs, and gap measured 0.623 inches. Functionally, the inner assembly spun by hand and resulted in binding. For further analysis, an x-ray was performed to capture an image of the internal components of the device. It was found that the spiral wrap was expanded/stretched in the curved/bent area of the device. The device failed due to defective condition upon return and the inability to load the device into a handpiece. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously submitted codes b17 and c20 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.